Manufacturer narrative:
A verathon complaints specialist followed up with the customer to gather additional information. The customer indicated that the glidescope bflex bronchoscope was disposed of after the event.

Event description:
The customer reported that during a patient procedure, using a glidescope bflex single-use bronchoscope, the quality of the image displayed was poor and eventually froze. The end users completed the procedure using a backup bflex bronchoscope; however, the amount of time it took to prepare the second device was not known. No harm to the patient or user was reported.